Event description:
An error message was reported with the adc device in use with samsung s23 phone with android operating system version 13 , app version 2.10.1.10406. Customer received a "scan error" message and was unable to obtain readings. As a result, customer experienced loss of consciousness and was unable to self-treat, requiring third-party administration of orange juice and food for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The customer reported scan error. Attempted to replicate the customer's complaint using similar configurations of (google pixel 4a, android 13, 2.10.1.10406) and the reported issue was unable to be replicated and the system and functioned as intended. There were no issues identified with the freestyle libre 2 app during replication that would have led to the reported issue. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device in use with samsung s23 phone with android operating system version 13. Customer received a "scan error" message and was unable to obtain readings. As a result, customer experienced loss of consciousness and was unable to self-treat, requiring third-party administration of orange juice and food for treatment. There was no report of death or permanent impairment associated with this event.